Event description:
The MFR's rep reported that the device was explanted due to end of life. No pt symptoms were reported. The device was replaced with a similar device.

Manufacturer narrative:
Final device analysis reveals insufficient bond of catheter access port.